Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Due to the customer's symptoms, manufacturer advises him to seek medical attention. Manufacturer made urgent phone calls for knowing customer condition. Customer expressed did not received medical assistance (hospital, 911 or helpline); no diabetic symptoms; his doctor prescribed some medication and his blood glucose level is 132mg/dl. Follow up phone calls made: manufacturer attempted contact to assure existing meter is not display high glucose reading results; unable to speak with customer;customer did not provide his residential address for new replacement product shipment or send a letter.

Event description:
Customer states that he ran a blood test this morning and got high blood result of 322/386 mg/dl. Customer calling need assistance with running the control solution test because he wants to make sure the meter is working properly. Run control solution test (level 1 30-60 ) 43 mg/dl. Customer states that his normal glucose range is 110-120mg/dl. Customer states that he is not feeling well and that his nerves is shaky. Customer added he also has a headache and he is losing his mobility and is unable to stand up. Customer was advised to seek medical attention.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter;meter is functioning properly. Most likely underlying root cause of malfunction: user had an inaccurate reference. Due to the customer's symptoms, manufacturer advises him to seek medical attention. Manufacturer made urgent phone calls for knowing customer condition. Customer expressed did not receive medical assistance (hospital, 911 or helpline); no diabetic symptoms; his doctor prescribed some medication and his blood glucose level is 132mg/dl. Manufacturer contacted customer with follow up phone calls for obtain contact information to provide a new product replacement; correction: a new product replacement shipped on (B)(6) 2016.

Event description:
Customer states that he ran a blood test this morning and got high blood result of 322/386 mg/dl. Customer calling need assistance with running the control solution test because he wants to make sure the meter is working properly. Run control solution test (level 1 30-60 ) 43 mg/dl. Customer states that his normal glucose range is 110-120mg/dl. Customer states that he is not feeling well and that his nerves is shaky. Customer added he also has a headache and he is losing his mobility and is unable to stand up. Customer was advised to seek medical attention.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter;meter is functioning properly. Most likely underlying root cause of malfunction: user had an inaccurate reference. Due to the customer's symptoms, manufacturer advises him to seek medical attention. Manufacturer made urgent phone calls for knowing customer condition. Customer expressed did not received medical assistance (hospital, 911 or helpline);no diabetic symptoms; his doctor prescribed some medication and his blood glucose level is 132mg/dl. Manufacturer contacted customer with follow up phone calls for obtain contact information to provide a new product replacement; correction: a new product replacement shipped on 1/22/2016.

Event description:
Customer states that he ran a blood test this morning and got high blood result of 322/386 mg/dl. Customer calling need assistance with running the control solution test because he wants to make sure the meter is working properly. Run control solution test (level 1 30-60 ) 43 mg/dl. Customer states that his normal glucose range is 110-120mg/dl. Customer states that he is not feeling well and that his nerves is shaky. Customer added he also has a headache and he is losing his mobility and is unable to stand up. Customer was advised to seek medical attention.